Manufacturer narrative:
Qn# (B)(4). Associated mdrs: 3006425876-2023-00347.

Event description:
Customer reported prior instances of arterial catheter showing incorrect readings and needing to be flushed often intraoperatively. Customer also reported the material is too soft and therefore the arterial catheter kinks. No further event details or patient information was available.

Event description:
Customer reported prior instances of arterial catheter showing incorrect readings and needing to be flushed often intraoperatively. Customer also reported the material is too soft and therefore the arterial catheter kinks. No further event details or patient information was available.

Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00347 and 3006425876-2023-00348. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.